Event description:
The reporter received three er1 messages on 9/13/1998. He was applying control and blood to the wrong side of the test strip. After additional training he retested with control solution and received a result within the control range on his vial of teststrips. He stated, "I had put the blood in the circle," indicating blood was applied to confirmation dot rather than the appropriate blood application area.